Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice pro (hcp) during use during initial drain. The patient was connected. The patient stated the hc displayed initial drain and then they connected. Seconds later the hcp alarmed se 2240. The baxter technical service representative (tsr) explained the alarm and assisted the patient to cycle the power off and on twice. The tsr reviewed proper procedures per the user manual and then assisted the patient to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported se 2240. The rn stated they were not aware of the alarm. Baxter product surveillance explained that the patient had connected after the initial drain was started and recommended a review of the proper procedures. The rn stated the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error, the patient not being connected when therapy was initiated. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).